Manufacturer narrative:
Device remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient experienced sudden onset of increasing pain in the left shoulder and loss of active motion. It was found on CT scans that the patient suffered an acromion fracture. The implants are still in good position. Patient was instructed to wear a sling for 1 month & take (B)(6). Patient returned to the clinic one month later and was improving.